Event description:
A customer reported to baxter corporate product surveillance of a clearlink extension set that had a leakage of total parenteral nutrition (tpn) occuring at the male luer lock and intravenous catheter line. This condition occurred during an infusion. The tubing was reported to have been swapped for another, and therapy was concluded without further incident. An unknown sigma pump was used with this set, and a clearllink set was also attached to this line. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). After further investigation, sample was noted as being returned by customer. Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were received for evaluation. Visual inspection showed no obvious defects on either sample. Both samples were attached to an in-house secondary set that was spiked into a 1000ml solution bag containing reverse osmosis water and re-primed. This identified a leak from the vent hole in the filter housing of sample 1. No leak was detected in sample 2. The male luer in both samples were then iso gauged and water pressure tested. Both male luer?s passed the iso gauging and water pressure test with no leaks found. Because a leak was detected in sample 1, the reported condition was confirmed. The root cause was not determined. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.